Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have received a threshold suspend when blood glucose was not low and customer received another threshold suspend when blood glucose was lower that threshold setting. Threshold was set at 70, but alarm went off at sensor glucose value of 66, 69, 71, 72, and 80. Customer's blood glucose was 147 mg/dl. Customer was educated on the difference between sensor glucose and blood glucose.